Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: the device was returned for root cause analysis. Visual inspection showed the device was in good condition. Functional testing revealed the pump was found to have a defective downstream occlusion (dso) sensor and lock sensor. After investigation, the results indicated a reportable malfunction due to the defective dso sensor and latch lock sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso sensor and latch lock sensor were replaced.

Event description:
It was reported that there was an error message at pump start. The customer returned the product for the error message at pump startup, and during physical inspection it was found that the downstream occlusion (dso) seal was defective. There was unknown patient involvement, and unknown signs or symptoms experienced.